Manufacturer narrative:
Event date: "week of (B)(6) 2019" per reporter. Foreign report source: (B)(6). Reporter: reporter noted to be the patient's parent. Related to MFR number 3012307300-2019-00815 to capture both occurrences with this patient.

Event description:
Information was received that two smiths medical portex bivona tts cuffed pediatric with v neck flange tracheostomy tube cuffs broke while in use with a patient at their home. The first cuff broke after "four to five hours old". When the second cuff broke on a later date, it was reported "5.5 ml of water went to in the patient's lungs". Subsequently, the reporter stated the patient has been receiving care at the ICU. No additional adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found wrinkles and yellow contamination on the cuff. Sample was filled with 5 cc of air for functional testing. Test was to detect for leakage. The cuff immediately deflated. A leak was noted in the cuff. The customer reported complaint was confirmed and was determined to have ocurred occurred after the product left the shm facility. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.